Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The event occurred in canada according to the information received, electrode broke at the end of the case. They changed the electrode and finished the case. After the set was cleaned in mdrd, it was noted that the scope had been damaged. No injury to patient reported.